Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention was undertaken during which the ipg was explanted, replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.